Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint, as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was not used on a patient. The root cause for this event was identified as a defective driver board (pn 612238). The correction consisted in the exchange of the driver board (pn 612238). It was reported that the device failed to start up, even when connected to ac mains or dc. There was no patient involvement reported. The issue is not likely to be serious to public health but has potential to cause serious injury or death a delay in treatment, if it were to recur during the use with a patient. Therefore the event has been deemed to be a reportable event. As there were only two (2) similar events for a hamilton-mr1 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: · the ventilation device could not startup when connected to mains power nor when operating on dc battery power. · this occurrence was noticed during startup. The hamilton vigilance reporting decision strategy prescribes to report startup issues. · no alarms were activated. Also no technical failures and no technical events were recorded in the log files. · there is no patient involvement reported. ·there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: · the ventilation device could not startup when connected to mains power nor when operating on dc battery power. · this occurrence was noticed during startup. The hamilton vigilance reporting decision strategy prescribes to report startup issues. · no alarms were activated. Also no technical failures and no technical events were recorded in the log files. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint, as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was not used on a patient. The root cause for this event was identified as a defective driver board (pn 612238). The correction consisted in the exchange of the driver board (pn 612238). It was reported that the device failed to start up, even when connected to ac mains or dc. There was no patient involvement reported. The issue is not likely to be serious to public health but has potential to cause serious injury or death a delay in treatment, if it were to recur during the use with a patient. Therefore the event has been deemed to be a reportable event. As there were only two (2) similar events for a hamilton-mr1 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: · the ventilation device could not startup when connected to mains power nor when operating on dc battery power. · this occurrence was noticed during startup. The hamilton vigilance reporting decision strategy prescribes to report startup issues. · no alarms were activated. Also no technical failures and no technical events were recorded in the log files. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.